Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer stated he had diabetic ketoacidosis. The customer is having problem with the infusion set and it falls her body a couple of times and cannula gets stuck in his body. The customer stated that they are running out of supplies.